Event description:
Information received notes that during transtelephonic moni- toring, the patient's heart rate was 30-40 bpm sinus. The patient was asymptomatic but complained of being tired. When evaluated clinically, the device interrogated at 30 ppm in the aai mode. After microprocessor download and repro- gramming, the device repeatedly reverted to aai mode with reapplication of the programming head. Therefore, the device was replaced.